Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure. The customer reported the device was in use and there was no patient harm. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer was able to duplicate the reported problem. The service engineer replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem. Performance verification testing was completed to operating specifications and passed.